Event description:
Customer reported the monitor has stopped working. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a fuse in the monitor power supply. System operates as intended.